Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness symptoms (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5104361 that a female patient underwent a breast surgery with two unspecified mentor gel implants and experienced generalized illness symptoms including fatigue, brain fog, difficulty concentrating, pain, muscle weakness, hair loss, inflammation, blurred/double vision, hypothyroid symptoms, low libido, bruising, gastrointestinal issues, ringing in the ears, heart palpitations, numbness in the hands, and osteoporosis post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.